Manufacturer narrative:
The customer reported an unspecified failure. Visual inspection observed an unexpected material lodged within the female luer. No issue was observed with the set. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. The observed material was unable to be removed. No testing was able to be performed. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample. The root cause was not identified.

Event description:
Tubing set was received as an unexpected return with an unspecified failure. The receiving lab photo appeared to show the distal end was broken. The customer stated that there were no event details available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics/involvement was not provided by the customer.

Event description:
It was reported that the tubing set distal end is broken. The customer stated that there is no event information available.